Manufacturer narrative:
The device was evaluated on (B)(6)2019 with the customer's parts as received and it failed vacuum testing. The vacuum test was then conducted using a lab kit with the customer's pump and it passed. Refer to attached product evaluation. When a pump fails with the customer kit, but not the lab kit, any issue is typically attributable to the kit, not the pump. In this case, it was noted during a visual inspection that the customer's membrane was damaged, which can hinder the device's ability to form an adequate vacuum seal and is a known failure mode causing low suction. Refer to attached picture. The customer's report of low suction was confirmed. The pump in style instructions for use instructs the customer to inspect the membranes for holes, tears or warping and if any damage is noticed, to replace them immediately. It is also a common troubleshooting item to check.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The troubleshooting did not resolve the issue. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2019, the customer alleged that she developed mastitis for which she was prescribed an antibiotic, which she had since finished. She indicated that though the replacement pump was working without issue, she was still experiencing breast pain. She further indicated that she seemed to be pumping milk faster, but her breasts leak after pumping. She confirmed that the mastitis was resolved and requested contact by a medela clinician, who spoke with the customer at length about her pumping questions and concerns. Based on pictures and videos the customer provided the medela clinician, the clinician recommended that she use a smaller sized breast shield. The customer later confirmed that she was pumping with more comfort with the correct breast shield size and that she continues to have no symptoms of mastitis. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that she was having a suction issue with her pump in style breast pump, whereby the milk was not being released and her breasts were not being emptied. She additionally alleged that she was experiencing pain in her breasts from not extracting the milk.